Event description:
The biomedical engineer reported that the multigas unit failed during a procedure. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated gas unit was causing an external output alarm on the connect monitor. Service requested: exchange. Service performed: exchange. Investigation result: the investigation under (B)(4) concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers: (B)(6) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The resolution was to perform a firmware upgrade. For gf-210ra with older sensor unit cd-314p (no revision#: first revision), there was no tendency of sensor failing, thus the investigation provided no countermeasure. Due to no tendency of failure, it was determined these sensors failed as a result of normal usage. Cd-314p replacement is recommended. In summary, serial numbers: (B)(6) and below has the first version of cd-314p. Serial numbers: (B)(6) have version 2 of cd-314p. These units require firmware upgrade. Serial numbers above (B)(6) are not affected. The root cause of the error message on serial number: (B)(6) was due to firmware requiring upgrade. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit failed during a procedure. Customer states that the unit is giving an external output alarm on the device that is occurring during a procedure. The reported device was returned to nihon kohden; however, device evaluation anticipated, but not yet begun. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit failed during a procedure. No consequence or impact to the patient was reported.